Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: (B)(6) 02-020-13-0260 - truliant cr cem fem cr cem left sz 6. (B)(6) 02-022-45-6050 - truliant tib fit tray cem sz 6f / 5t. (B)(6) 02-022-51-6009 - truliant tib imp crc insert sz 6, 9mm. (B)(6) 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6) 201-78-25 - small headed sharp pin, 1 1/8" 4 pack. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent an initial left knee arthroplasty. The patient continues to have some feelings of instability at two (2) years post operatively. The patient is currently being evaluated for possible revision of all components. No further patient impact was reported. No additional information is available.